Event description:
It was reported that the patient underwent a two-level tlif (left-sided approach) at l4/5 & l5/s1 using rhbmp-2/acs and depuy "boomerang" interbody cage supplemented with posterior fixation instrumentation. Additionally, rhbmp-2acs and local bone were implanted in the posterolateral gutters on the contralateral side of the interbody device. At an unknown time post-op, the patient began complaining of left-sided lumbosacral/buttock pain. CT scans showed exuberant bone growth in the foramen of l4/5 and l5/s1 as well as a non-union of the interbody fusion at l5/s1. A surgical intervention was performed twenty-six months post-implantation to perform an alif at l5/s1 with removal of depuy boomerang device, removal of compressing bone growth, and re-instrumentation. As of last report, the patient had still not fully recovered from revision surgery.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.